Event description:
The pharmacists at both of hosps (and staff at the clinics) have noticed what they believe to be false high pt/inr values reported by the lab. Rptr became aware of this in the beginning of 12/01. Rptr was discussing the possible cause of false high and low pt/inrs with a lab employee and she relayed the following info to them: the lab switched mfrs of blood collection tubes recently. After reporting some high pt/inr values that were questioned, they examined the blood collection tubes now in stock ("vacuette" brand). It was determined that some tubes did not have any anticoagulant, and some did not have the correct amount of anticoagulant. In addition, some of the phlebotomists were reporting to a lab supv that they thought that an incorrect amount of blood was being vacuum drawn into the tubes. This incorrect proportion of anticoagulant in the tube: blood volume collected resulted in "false" high pt/inr values being reported. The lab supv called the vacuette co and was told that a recall notice was not sent out because the co realized the problem, however the lot number of the tubes with the problem were only shipped to the east coast. Lab has now switched back to the brand they were previously using. In 2 instances that rptr is aware of the warfarin dose was held and the pt/inr was re-drawn. Rptr is not aware of any adverse outcomes, although if they can find the time they would like to do a retrospective chart audit of all elevated inrs reported over the last couple of mos.